Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was damaged. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
New information indicates that the lead damage was caused by a procedural error.